Event description:
Groshong PICC placed for home IV antibiotic therapy. Returns now with PICC having spontaneously fractured. Fluoroscopic evaluation reveals the PICC spontaneously migrated into the chest and was entirely within the pulmonary artery. Successful retrieval of PICC.